Event description:
Dealer advised right back socket is broken. Dealer hung up received information from customer service representative.

Manufacturer narrative:
Follow up to be sent if additional information is received.